Manufacturer narrative:
The following sections were answered: g4 PMA/510(k)number; h5 labeled for single use?. The following sections were corrected: d1 brand name; d3 manufacturer name; d4 lot number #; d4 unique identifier (UDI) #. The following sections were corrected: d1 brand name; d3 manufacturer name; d4 lot number #; d4 unique identifier (UDI) #.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the rubber is faulty and blood is going around the seal. On (B)(6) 2024 the initial reporter stated that she does not know if the blood leaked out of the syringe barrel.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples/pictures were not received. Based on the available information, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.